Manufacturer narrative:
The device was returned and final analysis revealed motor gear shaft wear.

Event description:
The hcp indicated the pt presented with a large increase in spasticity in their lower extremities and leg tremors. During surgical exploration, the hcp discovered a "small region of flattening of the intrathecal catheter". The hcp explanted this catheter portion and placed a new connector. The pump was also replaced. The pump contained baclofen (2000 mcg/ml) delivering 262.0 mcg/day. The pt recovered without sequela.

Event description:
Additional information was received. It was reported that the battery depletion was premature.

Manufacturer narrative:
(B)(4).